Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified an obstruction from the internal components of the sheath shaft which delaminated. It was initially reported by the customer that he vizigo sheath would not flush properly when taken out of the package. They were unable to insert the wire into the sheath. When the sheath was replaced, the issue resolved. The issue was discovered while prepping the sheath on the back table. The physician could not advance the wire through the hub. There was no patient consequence. On 3-apr-2023, the bwi pal revealed that a physical inspection of the returned device found an obstruction from the internal components of the sheath shaft which delaminated. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections, irrigation testing, and a supplier/manufacturing investigation of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and an obstruction was found inside the device. A syringe was connected to the device to verify the irrigation feature; however, it was not possible to flush the device due to the blockage previously detected. The dilator outer diameter was measured, and dimensions were found within specifications. The device was then opened from the handle and the shaft of the device was dissected, an unknown plastic material was found blocking the shaft of the device. A fourier-transformed infrared spectroscopy (ftir) study revealed that this material was polytetrafluoroethylene (ptfe)-based. Due to this findings further investigation was done with the manufacturer which revealed that the material was the liner internal component of the sheath¿s shaft. There are internal processes to detect any liner defect in the inner diameter of the device, a root cause of this issue could not be conclusively determined; nevertheless is directly related to the issue described by the customer and the failures detected during the investigation. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) mechanical problem identified (c07) and incompatible component/ accessory (c0402) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the issues of obstructed, resistance and delaminating sheath. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the issue of bents observed on the dilator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).